Event description:
After intra aortic balloon pump for 36 hours, the "leak in intra aortic balloon" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the intra aortic balloon was removed. A second intra aortic balloon was inserted into the pt. (Event complications: none from the event - reported 6/22/98, 6/29/98.) (Pt's current status: o.k. - reported 6/22/98)